Manufacturer narrative:
A loaner monitor was provided to the customer and the customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor but was unable to confirm the reported image issue. When connected to verathon's known, good test laryngoscope and video baton, evaluating each through thorough motion with the monitor, no whiting out or other image issues were observed. The customer's glidescope go 2 monitor passed verathon's device functionality testing. The glidescope spectrum single-use qc hyperangle s4 laryngoscope used with the monitor during the reported incident was not made available to verathon for evaluation. Follow-up communication from the customer also indicated that a video file would be provided showing the reported white-out conditions experienced. To date, verathon has not received the mentioned video file. Upon completion of verathon's device evaluation, the monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during an emergency care procedure, using a glidescope go 2 monitor, the screen experienced a "white-out" condition multiple times when using with a glidescope spectrum single-use qc hyperangle s4 laryngoscope. Follow-up communication from the customer reported that it resulted in a complete loss of airway during the white-out but the patient was successfully intubated with a backup device shortly after the initial screen issues. No delay in the procedure or harm to the patient was reported.